Event description:
The customer reported the device recurring error code 02000 (defib/leads front end failure). This error code is accompanied by the message/instruction to cycle power and the device then halts operation. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the device recurring error code 02000 (defib/leads front end failure). This error code is accompanied by the message/instruction to cycle power and the device then halts operation. There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.